Event description:
On (B)(6) 2013, the surgeon performed a t10-s1 posterior lumbar fusion on the patient with synthes uss. The patient returned to the implanting surgeon complaining of rod prominence on the right side. The surgeon found that on imaging studies the patient was pulling his right s1 (55mm screw) (part # 498.865) out of the bone contributing to the rod prominence. On (B)(6) 2014, the surgeon brought the patient back to the operating room to perform a revision surgery and place an iliac screw to further support the construct. During the revision, the surgeon found that the left s1 (50mm screw) (part #498.864) was found loose in the bone. The surgeon removed both s1 screws and replaced them with one diameter larger screws. He then placed iliac screws next to the existing rods which were long enough. He had difficulty connecting the right iliac screw. He could not get the nut, (part # 498.003), to engage the screw. He then replaced the right iliac screw as he thought the threads on the screw were stripped. After placing the new screw, he was able to connect it easily to the rod. There was a time delay of ten minutes. He successfully completed the procedure. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.